Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis logs were reviewed but provided insufficient information to determine root cause of the reported behavior. Case details indicated issue resolved by rebooting the mvs or o-arm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative (rep) stated that there was no way for them to determine which system was in use at any one time. One rep was able to replicate the issue, and the site had come to a consistent resolution where they use two camera carts in the or, and only one main cart. They swapped to the second camera cart when they got to the point where they needed to navigate a different level. The system appeared to be working for them, and no further complaints have been lodged.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that when the site swaps navigation systems in a procedure (one for the top portion of the surgical area, the other for the bottom portion), the imaging system needs to be rebooted before it will recognize the new navigation system connection. In image acquisition page, first green bar out of three at the bottom was red, indicating no communication between the navigation system and the image acquisition system (ias). Second and third bars were green indicating that the patient reference frame and imaging system leds were visible. Pinged successfully multiple times between image acquisition system (ias) and navigation system but bar was still red. Navigation connection option was not enabled on the imaging system. Issue was resolved by rebooting the mobile view station (mvs) and the imaging system. The issue extended the surgical time by less than 1 hour. There was no impact to the patient's outcome.